Manufacturer narrative:
This follow-up report is being filed to relay information which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2014 due to chronic infection. All parts were removed and a girdlestone procedure was performed.

Event description:
It was reported the patient underwent total hip arthroplasty on an unknown date. Subsequently, the patient was revised on an unknown date due to chronic infection. All parts were removed and a girdlestone procedure was performed.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event. Brand name. Product / lot code / expiration date. Date of implant. Date of explant. PMA/510(k) number. Manufacture date. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "early or late postoperative infection and allergic reaction."